Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported the single board computer battery was defective. No other details regarding the nature of the event were provided. Since this event occurred during routine testing, there was no pt involvement during this event.